Event description:
It was reported that the person with diabetes (pwd) had been experiencing higher-than-usual blood glucose (bg) levels over the past couple of days. While changing the most recent cleo 90 infusion sets, a large amount of air was noted throughout the tubing and cassette (the cassette not being an ICU medical product), including above, below, and within the luer lock. At the time of the call, the pwd was in the process of changing the cassette and reported successful resolution after replacement. Current bg was 191 mg/dl. Upon inquiry, the cannula, infusion set, and tubing were described as appearing normal, with no kinks, bends, or visible damage. The tubing was successfully attached, and a bolus was delivered. The event occurred while in use with a patient. There was no patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9 - date returned to mfg. H3 and h6 codes - updated. Three used devices were returned for investigation. The devices were visually inspected. Out of the three, only one infusion site base was returned connected. The infusion site base is in a used state, with a bent cannula and a used adhesive pad. No other damages or anomalies were observed. During occlusion test, a free flow was observed in all samples. During leak test, a leak was observed from the tubing-luer bond in one sample. The complaint of leakage can be confirmed. The probable cause is due to a solvent application error during manufacturing. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.